Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an unrelated procedure. Upon pre-check interrogation, the pacemaker exhibited false elective replacement indicator and end of life alerts. It was noted that the patient previously underwent an unrelated procedure when the false alerts tripped. Device functionality was unaffected and patient was asymptomatic. A device download was performed and the false alerts were no longer present. Patient was stable and will continue to be monitored.